Event description:
It was reported that following the implant of the transcatheter bioprosthetic aortic valve a new left bundle branch block developed. The electrophysiologist was consulted. Pads were placed for a junctional rhythm of 39 beats per minute. It was not specified if the pads were required for external pacing or defibrillation. No other patient complications were reported as a result of this event. The event was reported as causal to the implant procedure and probably related to the valve itself. The event was reported as resolving. Additional information received indicated the pads placed for the junctional rhythm were for pacing. Symptoms did not occur as result of the junctional rhythm. Approximately 35 days following the valve implant, at the 30-day follow-up the electrocardiogram identified sinus bradycardia. Symptoms were not reported and no treatment was required. Additional information was received to report the patient was discharged on the second post-operative day. It was also noted the patient was wearing a non-medtronic (irhythm zio at) long-term, continuous heart rhythm monitor; it and the accompanying pads were returned at the 30-day post-operative follow up appointment.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 35 days following the onset of the left bundle branch block (lbbb) the lbbb resolved.

Event description:
It was reported that following the implant of the transcatheter bioprosthetic aortic valve a new left bundle branch block (lbbb) dev eloped. The electrophysiologist was consulted. Pads were placed for a junctional rhythm of 39 beats per minute. It was not specified if the pads were required for external pacing or defibrillation. No other patient complications were reported as a result of this event. The event was reported as causal to the implant procedure and probably related to the valve itself. The event was reported as resolving.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the pads placed for the junctional rhythm were for pacing. Symptoms did not occur as result of the junctional rhythm. Approximately 35 days following the valve implant, at the 30-day follow-up the electrocardiogram (ECG) identified sinus bradycardia. Symptoms were not reported and no treatment was required.